Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with unknown blood glucose level. The customer reported that the emergency medical services came to treat the high blood glucose. The customer was treated with intravenous drip insulin and intravenous drip saline. The customer was wearing the insulin pump during the hospitalization. The customer reported that the insulin pump received no delivery alarm and alarm did not occur during manual prime and the customer had high blood glucose level and the customer was reporting past event. The customer reported air bubbles in the reservoir and in tubing which was removed successfully after troubleshooting. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the drive support cap was normal. The customer¿s blood glucose level was 150 mg/dl at the time of call. The customer performed displacement test and the insulin pump failed. The reservoir will not be returned for analysis.